Event description:
This report is to advise of a protruding component found during analysis. During the af procedure, upon starting rf delivery at the ridge between the left pulmonary vein and the left atrial appendage, the measured temperature was 32°c and the impedance was approximately 120 o. However, the system automatically stopped due to an ¿over temperature error¿ occurring. A second attempt at rf delivery resulted in the same phenomenon. When rf was delivered at a free location within the left atrium at 1 w / 45°c, energy delivery proceeded normally. However, when the catheter was repositioned back at the same ridge location and rf was applied again, the same error occurred. The catheter was exchanged, and because the cool point tubing set could not be disconnected, the tubing set was exchanged as well. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. A simulated ablation was performed, and the catheter displayed a high average temperature rise. Inspection of the distal tip revealed the tct wires were protruding from the tip well. Further investigation determined the protruding tct wires is consistent with an improper alignment of the tip thermocouple in the tip cap during assembly, which caused the high temperature rise during the simulated ablation and the reported event.